Manufacturer narrative:
1. The "needle wall" is understood as the catheter wall. 2. As no defective samples and photos have been received for the complaint, the damage status of the catheter wall cannot be identified. 3. DHR/bhr review(lot#1287026): 1) this batch of products were assembled at intima ii auto line 4 in october 2021, and packaged at r240 package line in october 2021. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4. The retained sample of this batch is taken, and the catheter is examined under the microscope. No abnormalityis found. Please see attachment (B)(6) for the photo. 45psi leakage test is carried out on the sample, and no leakage is found at the catheter. Please see attachment (B)(4) for the test report. 5. Gripping jaws in the process of product assembly, irregular loosening of needle core and repeated puncture during the use of the product, will cause damage to the catheter wall. Conclusion(s): no abnormality is found on process and retained sample. As the damage state of the catheter wall cannot be identified, the root cause of the leakage cannot be determined, and the plant will continue to track and trend for this issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked the following information was provided by the initial reporter; on october 16, 2023, the patient came to the hospital for treatment due to gastritis. During the use of a closed intravenous indwelling needle, liquid leaked from the needle wall. It was immediately stopped and replaced with other batches of products, and the patient was treated normally.